Event description:
A malfunction was reported on the customer's pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address this, the customer administered a correction injection using a manual method and did not require third-party assistance. Technical support provided information to reset the pump, which prevented recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reoccurred.